Event description:
It was reported that the pt had blistering on the right upper back after using the large vest blanket. No medical intervention was required and the customer is not alleging that the product malfunctioned.

Manufacturer narrative:
The product is not being returned to manufacturer for eval; no product malfunction is alleged. The product was disposed of and unavailable for further eval.